Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional information: e1 (event site postal code: (B)(6)). A getinge field service engineer(fse) says the unit and fault search, tests performed with external simulator, p:a and ECG values tested, continuity and integrity of ECG and p.a cables verified .repair completed. Operational tests carried out with positive results. The fault did not cause damage/inconvenience to operators/patients or delays in procedures.also an additional information obtained that the call solved by telephone, the device runs correctly with cardiosave trainer, the cable of ECG has signal on every sensor. Maybe the electrodes weren't positioned correctly during use. The device is now working properly.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
Updated data: b4, e1 (initial reporter), e2, e3, g2, g3, g6, h2, h10, h11.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit does not read ECG. There was no patient harm.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit does not read ECG.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.